Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unexplained noise. This lead was succesfully replaced. No additional adverse patient effects were reported.